Event description:
Customer reports their adc device exploded while charging. No further details are available at this time. There was no report of fire, smoke, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) was returned and inspected. A visual examination revealed a damaged casing and a damaged universal serial bus (usb) port. No evidence supporting the customer¿s complaint of an explosion was observed. The returned adc usb charging cable passed the continuity test with no issues or damage detected. The usb wall charger passed the load test, and no damage was observed. A visual inspection of the returned power adapter showed no issues, and the adapter passed testing with voltage measurements within specification. An extended investigation was conducted. Visual inspection confirmed damage to the reader casing and heavy contamination around the strip port and usb port areas. The usb port also showed signs of damage. The reader was de-cased for internal inspection, and no evidence of damage or explosion was found on the printed circuit board assembly (pcba). Data log review indicated low and dead battery error codes. The returned battery voltage was measured and found to be out of specification. After replacing the battery with a known good unit, the reader powered on successfully. Navigation through the menu revealed no issues. A built-in self-test was performed, and the reader passed. Testing of the returned usb charging cable using a cable tester confirmed it passed. The power adapter also passed the load test. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. In addition, the device history record (dhrs) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device exploded while charging. No further details are available at this time. There was no report of fire, smoke, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.